Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker with this right ventricular (rv) lead exhibited more than 1,500 ohms of pacing impedance measurement with an actual value of 1,630 ohms. In addition, pacing impedance measurement reached 2,000 ohms with pacing threshold measurement of 2 volts (v) at 1milliseconds (ms). This observation was ongoing. In addition, similar measurements were noted when the device was programmed to unipolar configuration. Boston scientific technical services (ts) believed that the manifestation indicates fracture. Subsequently, this lead was capped. Additional information was received indicating that fluoroscopy was performed and confirmed that there was a lead fracture. The device was checked and no header or connection defect was noted. No additional adverse patient effects were reported. The rv lead was out of service.